Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far-field oversensing in the right atrial (ra) channel, causing inappropriate atrial tachy response (atr) episodes, and crosstalk oversensing in the right ventricular (rv) channel. Technical services (ts) was contacted, and ts made programming recommendations such as programming off atrial flutter response (afr) as it appears to have caused an undersensed ventricular beat due to cross chamber blanking. The ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the ICD exhibited far-field oversensing in the ra channel, causing inappropriate atr episodes. Ts again made programming recommendations. The ICD system remains in service. No adverse patient effects were reported.